Event description:
During a transuretheral resection on bladder tumor, electro surgical loop electrode and cystoscopy lens inserted via resectoscope, surgeon could not visualize. They were removed and inspected. Findings; electrode wire appeared to have melted resulting in a break of the wire and charring on the wire. The lens was badly damaged with burn marks from the electrode at the end of the lens. A replacement electrode and lens were used by the surgeon to inspect the patient's bladder. No injury was noted to the bladder.